Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the improperly seated open/close sensor in the auxiliary full-height drawer, which caused the drawer to fail during open and close operations. A field service engineer verified the issue, inspected the drawer, and discovered the misaligned sensor. Fse reseated the sensor, cleaned and reseated the retractor band and row board cable, then ran firmware updates and rebooted the device. After these steps, the drawer operated normally with no further failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2 keeps failed when tried to open. Customer tried to recover several times but failed to access. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. There were no adverse events or injuries reported based on this event.